Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the rainbow of lines down the screen was due to disconnection in cable unit, and the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported rainbow-colored lines appearing across the screen during unspecified diagnostic procedure involving an olympus autoclavable camera head. The intended procedure was completed with an olympus back up device. There were no reports of patient harm.